Event description:
As reported by the user facility: an environmental service worker who was taking out the trash, was stuck with a used cathlon that went through the trashbag and his glove. It was also stated it appears that the end of the cathlon was split and was very jagged.

Manufacturer narrative:
(B)(4). The actual device involved has been received and the investigation is ongoing at this time. A follow up report will be submitted when the investigation results become available. Reference importer # (B)(4).